Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after feeling ill and passing out. The caller was inquiring if this ICD was on recall/advisory. A guidant technical services (ts) consultant discussed that this ICD was not on recall. It was recommended that the caller check the pacing thresholds, and review the histograms. The caller recommended that there were no episodes recorded in the therapy history. No adverse patient symptoms were reported.